Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The customer battery was depleted. The enclosure screw holes were damaged. A functional evaluation was conducted. The device was tested with a known good battery. The unit would not respond or pressurize when the power rocker switch was engaged. The unit was disassembled. The fuse on the printed circuit board tested good. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit pressurized as designed. The complaint was confirmed and the root cause has been determined to be a defective printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder replacement, the spider 2 lost the ability to hold itself in one position when being used with the finger switch. The procedure was completed by the manually holding the patient's arm. No patient injury reported. A delay equal to or less than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder replacement, the spider 2 lost the ability to hold itself in one position when being used with the finger switch. It is unknown if there was a backup device available. No patient injury reported. A delay equal to or less than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.